Event description:
Customer reportedly received the following results on the aviva sys within 10 mins: 470 mg/dl, 227 mg/dl, and 187 mg/dl. No actions taken based on device result. No adverse event reported. Requested return of suspect device and replacement was sent.